Manufacturer narrative:
H3;the returned devices passed all testing in the laboratory and no significant anomalies were identified. Concomitant medical product: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 200 mcg/ml at 1000 mcg/day via an implantable pump. The patient¿s medical history included cerebral palsy and dystonia. The other medications the patient was taking at the time of the event were topomax, keppra, triliptal, prozac, gabapentin, clonidine, aspirin, toradol, hydroxyzine. On (B)(6) 2020, it was reported that seven weeks ago the patient started requiring infusion rate increases for increased tone. The patient would respond to increases temporary but then hypertonicity would return. There were no environmental, external or patient factors that may have led or contributed to the issue or diagnostics and troubleshooting performed. The patient was scheduled for catheter exploration today. As the patient¿s daily infusion rate requires multiple refill visits, decision made by clinicians to replace current 20 ml pump with a 40 ml pump reservoir. Upon disconnecting existing implanted catheter from the pump, there was no spontaneous retrograde flow csf (cerebral spinal fluid). The actions and interventions taken to resolve the issue was they explanted the entire catheter and replaced it. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.